Event description:
The patient has 2 leads (from the same lot) implanted as part of her scs system. It was reported the patient experienced ineffective stimulation. X-rays confirmed lead migration. The patient previously underwent surgical intervention regarding this issue (reference MFR. Report #: 1627487-2013-17401). It was also reported the patient has not suffered any falls or trauma, but did recently have physical therapy which involved traction and manipulation. The patient may undergo additional surgical intervention as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.